Event description:
User experiencing precision issues with sodium results. Total number of samples affected was not clearly provided. Two examples were provided. Sample 1 initial result 130 mmol/l, repeat 127 mmol/l, repeat on another analyzer 133 mmol/l. Sample 2 initial result 133 mmol/l, repeat 139 mmol/l, repeat on another analyzer 141 mmol/l. The results were questioned and repeated. Erroneous results were not reported. The field service representative was unable to find a cause but checked the analyzer. Performance tests were performed which were within specification.